Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sigmoid procedure, the top jaw broke. The jaw did not come off the device. Another device was used to complete the procedure. There was no patient consequence. One device was discarded.